Manufacturer narrative:
On (B)(4) 2015 a field service engineer (fse) was dispatched, but the repair on the g7 was cancelled by the customer. System will be de-installed and replaced by g8 analyzer. The customer went live with the g8 analyzer and the g7 analyzer was scheduled for de-installation. No further action by fse required. The probable cause of the event was unresolved; device was de-installed and replaced. A complaint history review for serial number (B)(4) was conducted from 16-sep-2014 through (B)(4) 2015 for similar complaints. There were no similar complaints identified during the search period. This report is being submitted due to a retrospective review conducted under CAPA (B)(4).

Event description:
On (B)(6) 2015 a customer reported low total areas and air in the syringe with the g7 analyzer. The customer performed troubleshooting by confirming the sample needle was in place and not bent, the tubing is attached, and there were no leaks at the filter or the column. The customer was still receiving the low ta's on capped whole bloods and single large peak on c-gram. The customer had a big air slug in the large syringe and moved the syringe up and down, and tried to purge the air, however, was unable to do so. A field service engineer (fse) was dispatched. The customer is unable to run hbaic patient results. A field service engineer (fse) was dispatched to address the reported event, which resulted in delayed reporting of hbaic patient results. There was no indication of any patient intervention or adverse health consequences due to the delay in reporting.